Event description:
On (B)(6) 2012, it was reported that this vns patient had an increase in seizures when the output current was increased from 1.25 ma to 1.5 ma. Systems and normal mode diagnostics were both normal. Follow up with the physician revealed that the output current was increased on (B)(6) 2012, and the increase in seizures was first observed on (B)(6) 2012. No diagnostics values were available, but the physician stated that they were normal. The patients programming and diagnostic history were also unavailable. The physician was uncertain of the relationship between the increase in seizures and vns; however, the increased seizure level was below pre-vns seizure levels. No interventions had been taken or planned to date. The physician did not specify that multiple seizure types were seen. Other than the increase in output current, no causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. On (B)(6) 2012, a physician's office reported an increase in seizures when this patient's duty cycle was increased. The patient was scheduled to attend an appointment on (B)(6) 2012 to have the settings lowered. The reporter also stated that she believed that there is something going on with the model 103 generators as another patient experienced an increase in seizures when programming changes were made, as captured in manufacturer report number: 1644487-2012-01171. The nurse believed the two patients' increased seizures are acute situations. Follow up with the nurse revealed that she was mistaken regarding some of the reports, and it is unclear if she still suspects an issue with the model 103 generators. Attempts for clarification have been unsuccessful to date. On (B)(6) 2012, the nurse reported that she saw this vns patient on (B)(6) 2012, made changes, and had no problems since then. Additional information on (B)(6) 2012 revealed that the nurse believed that the increase in seizures was related to stimulation because when the nurse made a change in output current and duty cycle, the patient's seizures increased the next day. No further information was provided.